Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER after receiving multiple shocks. Review of egms found oversensing on the lead. The lead was found to be dislodged. System was explanted and replaced.